Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had reservoir leak. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. Customer was unsure if leak was past first o-ring or second o-ring. Customer stated there was not an air bubble in the reservoir. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.